Manufacturer narrative:
Code 10 - refer to the device evaluation summary below for the results of the engineering evaluation. The device was returned to gore for evaluation. The device evaluation showed the following: the constraining mechanism has been removed from the handle. The back-up access hatch had been removed. The hatch was not returned. Engineering confirmed that the back guide nut was fully advanced to unconstrained position. The handle screw assembly compression spring has slipped out of its housing in the handle and is off-track. Based on the findings from the evaluation, the physician observation that an attempt to release the proximal end of the device using backup mechanism was unsuccessful is consistent with the compression spring coming off-track. However, because the device was deployed, the observation that an attempt to release the proximal end of the device using backup mechanism was unsuccessful, could not be confirmed. The likely cause for the compression spring being out of its housing and off-track could not be determined with the available information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported a trunk-ipsilateral leg component was positioned for deployment directly below the lowest renal artery. It was reported the after the control handle was rotated and pulled the main body was deployed. However, it was reported the proximal end of the device remained constrained. The cause of the proximal end of the device not releasing is unknown. It was reported the backup mechanism was accessed in an attempted to release the proximal end of the device. It was reported the attempt to release the proximal end of the device using backup mechanism was unsuccessful. The physician then reportedly decided to advance the sheath into the contralateral gate. It was reported as the sheath entered the gate and the proximal end of the trunk fully released in its intended location. The contralateral leg component was deployed as intended and the procedure was concluded. The patient tolerated the procedure. No further adverse events were reported.